Event description:
A malfunction on the customer's pump was reported, which displayed a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.